Manufacturer narrative:
The device was returned and evaluated. Customer report was not able to be confirmed. Received 1 complete flotrac kit. All components involving in collecting svo2 data (vigileo monitor, optical cable and presep catheter) were not returned. Flotrac kit zeroed and sensed pressure accurately. IV tubing male connector was found to be damaged. Tube adaptor, where IV tube was bonded to the male connector, was completely broken form the male connector.

Event description:
It was reported the svo2 data cannot be calibrated. There were no patient complications reported. Followed up with customer indicated that the actual report was when the zero process was performed, the vigileo monitor showed the error message, "selected zero point out of tolerance, check dpt", when user changed another, zeroing was able to be performed.